Event description:
It was reported that the event involved a male pt that was admitted to the hospital in 2008, for cardiogenic shock. The pt required intra-aortic balloon (iab) pump support. During insertion of the iab it became stuck. As a result, it was removed and a new iab was inserted.

Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.